Manufacturer narrative:
G4: 25dec2019. B4: (B)(6). The service technician confirmed the reported issue was not duplicated. Function tests (pressure accuracy test/airflow accuracy test) were performed but any anomaly was not observed. Therefore, it was determined that environmental factors were responsible for the phenomenon. Service technician performed overall checks, cleaning, run testing, and a function test were completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02dec2019.

Event description:
The customer reported a screen was switched via a standby mode tab and a circuit was detached, a mode failed to be switched to a standby mode. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.